Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed. The reported inflation issue, balloon rupture and difficulty removing the device could not be confirmed. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), stated: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the IFU violation contributed to the reported separation. The reported patient effect of air embolism is listed in the coronary dilatation catheters (cdc), nc trek rx, global, IFU as a known patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue and balloon rupture. The reported difficulty removing the device, additional treatment and treatment with medication appear to be related to operational context and the shaft separation appears to be related to operational context/user error. A conclusive cause for the reported patient effect of air embolism and the relationship to the device, if any, cannot be determined.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. An unspecified balloon dilatation catheter (bdc) was used for pre-dilatation, and an unspecified stent with a diameter of 4mm was placed. Since the stent did not expand sufficiently, a 4.5x15mm nc trek bdc was advanced with no resistance and used for post-dilatation. However, the balloon failed to inflate, and contrast was noted to be leaking from the balloon, causing an air embolization. During removal, the bdc faced resistance with an unspecified y connector, and force was applied. The proximal shaft of the bdc separated; the distal portion was removed easily as it was outside the unspecified y connector. An unspecified non-abbott balloon was used to eliminate the air bubbles, and medication was given as treatment. The patient is doing well. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.